Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. Eval confirmed the undetected upstream occlusion, caused by a failed upstream sensor. The device was operating out of specification with respect to the reported symptom. The upstream sensor was replaced.

Event description:
During baxter's functionality testing, it was found that a spectrum pump failed to detect an upstream occlusion. There was no pt involvement.